Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified spectrum pumps were having "air in line issues." There was no patient injury or medical intervention associated with this event. No additional information is available.